Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Device remains implanted.

Event description:
A podiatrist that I work with reached out to me because one of his patients seemed to be having a reaction to a micro asnis screw that was implanted during a bunionectomy. The doctor was hoping to find out more about the titanium alloy that the screw is composed of to see if he could figure out why the patient had a reaction.